Event description:
On an unknown date, a 23mm trifecta gt valve was selected for implant. After removing the valve from packaging, the leaflet was observed to be folded, however, the user was not concerned and proceeded to implant the valve. Post-implant echocardiogram revealed incomplete coaptation and severe regurgitation with central jet. Trans-esophageal ultrasound showed vein dysfunction. The physician elected to explant the valve and replace it with a 23mm perimount valve. The procedure was significantly extended by 30 minutes and the patient remained hemodynamically stable throughout. There were no patient consequences reported.

Manufacturer narrative:
The reported "folded" leaflet, incomplete coaptation and regurgitation could not be confirmed. A small, superficial cut, was found on one leaflet; however, valve function was not impaired. How or when the leaflet was cut could not be conclusively determined. Hydrodynamic testing showed that the valve functioned normally at the time of manufacturing and upon return to abbott. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. This process is inclusive of an inspection that showed no sign of a leaflet cut prior to release. The cause of the reported event could not be conclusively determined.

Event description:
On an unknown date, a 23mm trifecta gt valve was selected for implant. After removing the valve from packaging, the leaflet was observed to be folded, however, the user was not concerned and proceeded to implant the valve. Post-implant echocardiogram revealed incomplete coaptation and severe regurgitation with central jet. Transesophageal (tee) echocardiogram showed valve dysfunction which led the physician to explant the valve. The valve was removed and a 23mm perimount valve was extended. The procedure was significantly extended by 30 minutes and bypass was extended as that is required to replace the valve. The patient remained hemodynamically stable throughout without patient consequences.